Event description:
Consumer reported complaint for high and erratic blood glucose test results. The customer is concerned with test results from results obtained of 132, 194, 146, 127 and 164 mg/dl. Customer reported complaint using 2 different vials of test strips: internal report reference number (B)(4). Customer was unable to confirm which results were obtained using which vial of test strips. The customer¿s expected blood glucose test result ranges are 99-127 mg/dl am fasting and 109-127 mg/dl pm fasting. The customer feels well and did not report any symptoms. Customer stated he had contacted his doctor on monday (B)(6) 2025 (customer were using both bottles of test strips). The customer spoke with the nurse, and she recommended him to contact the manufacturer. No changes were made to his medical treatment plan. During the call, a back-to-back blood test was not performed by the customer. The product is stored according to specification in the living room. The test strip lot manufacturer¿s expiration date is 07/18/2026 and test strips had been opened a few days ago. The meter memory was reviewed for previous test result history: result 1: 132mg/dl, date: (B)(6) 2025, time: 10:31pm, fasting; result 2: 194mg/dl, date: (B)(6) 2025, time: 10:29pm, fasting; result 3: 104mg/dl, date:(B)(6) 2025, time: 11:48am fasting; result 4: 126mg/dl, date:(B)(6) 2025, time: 9:41pm, fasting; result 5: 99mg/dl , date: (B)(6) 2025, time: 8:14pm, fasting; result 6: 146mg/dl , date: (B)(6) 2025, time 9:50pm, fasting; result 7: 127mg/dl ,date: (B)(6) 2025, time: 9:48pm, fasting; result 8: 164mg/dl, date: (B)(6) 2025,time: 9:46pm, fasting.

Manufacturer narrative:
Internal report reference number: (B)(4). Additional report reference number: (B)(4). B2: adverse event report is being submitted due to customer contacting doctor due to meter results. Meter and test strips were returned for evaluation. Product testing was performed and no defect found on returned meter and test strips. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Most likely underlying root cause: mlc-062: user had poor technique. Note: manufacturer contacted customer in a follow-up call on (B)(6) 2025 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated replacement products resolved initial concern.